Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, broken wheel has been reported and this issue has been resolved by its replacement. Issue with internal leakage will be resolved by replacement of the air gas module and nozzle on o2 gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on 08/28/2025, which is sooner then a year, or every 5000 hours of operation. Information provided by technician by photo confirmed that nozzle unit is physically damaged. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Servo devices are equipped with four wheels (two of them have a kick stop) that allow the device to be easily moved from one location to another within a hospital or medical facility. Wheels on the ventilator cart are significant for the stability of the ventilator. Wheel lock is used to block the movement of the device and to ensure the cart stays securely in place once it is positioned. This prevents accidental movement during use. Photo of the damaged wheel was not provided. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically wheel, nozzle and enviroment.